Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)); stockert 70 system (model# unknown serial# unknown); cool flow pump (model# unknown serial# unknown); pentaray catheter (model# d-1282-11-s model# 17245576l); soundstar catheter (model# m-5723-17 lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. A pericardial effusion was noticed during the patient's recovery. A pericardiocentesis was performed and 350cc of fluid was removed. The patient was reported to be in stable condition at the time this complaint was reported. No transseptal puncture was performed. According to the physician, he does not think there was any product malfunction; additionally, the physician does not believe the injury was caused by ablation.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade, which required pericardiocentesis. The returned device was visually inspected and a hole was observed at the pebax area. A scanning electron microscope (sem) test was performed and results indicate that the external surface of the pebax exhibit evidence of scratches and cracking produced by an unknown object. This finding is also MDR reportable due to the compromise in catheter integrity and the potential for patient harm. An irrigation test was performed and failed. Further analysis revealed that the catheter dome was obstructed by reddish brown material. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was attempted to be evaluated; however the test was not possible due to the irrigation failure. The device was tested for electrical performance, temperature response and stockert compatibility and failed during electrical test. Leakage was observed on electrode 2 and 1. Green and white material, apparently corrosion, was observed on the electrical wires. This might be related to the pebax damage observed on the catheter. A deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed; however the root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.